Manufacturer narrative:
(B)(4). Batch number ==> n56426. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic gastrectomy, the staples were unformed on an existing staple line. Another device was used to complete the case. There were no adverse consequences to the patient. One ec60 will be returning.

Manufacturer narrative:
Product complaint #: (B)(4). Batch number: n56426. Investigation summary: the analysis results showed that one ec60 device was returned with no visual non-conformances and with an ecr60d fully fired reload loaded on the device. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.